Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to a surgery. During the surgery the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 1 and 4 hours. The patient was treated with intravenous fluids and the pod was removed at the hospital.